Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on radius, sharp opening on valve bond edge, non-penetrating nicks, and air voids within the valve to shell bond area were observed, this is assessed as a workmanship per qa199.06, code vv. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Sharp opening on valve bond edge assessed as an unidentified (tear) opening. Air voids within the valve to shell bond area were observed, this is assessed as a workmanship per qa199.06, code vv however, this observation is not related to the complaint. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order # (B)(4) were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed air void, valve area, it is out of specification per qa199.06 was identified which is characterized as a workmanship, it is not related to the reported complaint. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event only pr# (B)(4) in sep 2020 no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.